Event description:
The reporter stated the surgeon was inserting a cc4204a collamer aspheric single piece lens but the haptic was not right coming out of the injector. There was no patient contact.

Manufacturer narrative:
(B)(4). Haptic not right coming out of injector. Method: lens work order search. Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of dark surgical residue on lens surface. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. (B)(4).